Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage and stretching of the lead.

Event description:
It was reported that the left ventricular (lv) lead had been found to be dislodged on day after check post implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 694765 lead, implanted: (B)(6) 2014. A 5076-52 lead, implanted: (B)(6) 2014. (B)(4).